Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the first device was not recognized by the generator and second device's jaw got stuck to the tissue. There was no patient injury.

Manufacturer narrative:
Evaluation summary two devices were received for evaluation. The devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the products were within the assigned expiration date at the time of the reported incident. The returned products met specification as received. Visual inspection found no defects. The reported conditions were not confirmed. The first device was plugged into the generator and the plug was recognized. No alarms were generated during activation on a saline soaked towel. The investigation found that the first device functioned properly when the plug was securely inserted into the generator receptacle. Functional testing was performed with the returned of the second device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No tissue sticking occurred during the testing of the second device. The investigation found the devices to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.